Manufacturer narrative:
The device has been received for analysis and not yet evaluated. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. A separate problem report will be filed for the versacross rf wire.

Event description:
It was reported a perforation, a pericardial effusion followed by cardiac tamponade occurred. The procedure was cancelled. During an atrial fibrillation ablation with farapulse, a versacross connect for faradrive kit was selected for use. The patient had a very large coronary sinus (cs) and scoliosis causing transseptal intracardiac echocardiography (ice) visualization and access difficult. The physician kept falling into the cs and had to rewire the superior vena cava (svc) a few times prior to finally being able to visualize the dilator tenting on the septum. Once the physician was satisfied with the position, radio frequency (rf) was applied to gain left atrium (la) access however difficulty was noted getting the versacross rf wire into the la (a little resistance was felt when trying to push it into the body of the la). The rf wire kept curling up on itself in the la. The versacross dilator and sheath were advanced across. The physician then began to pull the dilator and wire back and at this point, the patient's pressure began to drop. A pericardial effusion was noted where the physician continued to monitor both ice and fluoroscopy for cardiac movement. The physician requested to tap the patient and place a drain. During this process, cardiac movement became stagnant and chest compressions were performed. The faradrive sheath was still across the septum. The physician called for CT surgery before pulling the faradrive back across to the right atrium, and no intervention was taken. The physician believes that a small hole was created elsewhere causing the pericardial effusion. The device has returned for analysis. The versacross rf wire and dilator were visualized well under fluoro but the ice images were challenging because of the patient's scoliosis. The versacross rf wire was not curling up before crossing. In the physician opinion, there is no reason to believe that the versacross rf wire or dilator malfunctioned, but the versacross rf wire contributed to the perforation.